Manufacturer narrative:
Insulin pump passed the displacement test. Device received compromised force sensor system alarm during the basic occlusion test due to loose drive support disk. Unable to perform compromised force sensor system alarm test, excessive no delivery test and occlusion test due to compromised force sensor system alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states the drive support cap appears normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.